Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 32-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had an impella 5.5 placed for support of a patient with myocarditis. The patient was also on support with extracorporeal membrane oxygenation (ECMO). The pump had a leak at the plug/shaft. The blood loss did not cause any harm or lasting injury that prompted any blood products. The team remedied with gauze only. The pump remains on for support.

Manufacturer narrative:
The investigation for the reported device leakage has been completed. The impella device was returned for evaluation and confirmed a hole in the catheter around the 30cm mark. This hole then allowed blood to ingress through the catheter and into the red handle. According to the clinical, on the second day of impella 5.5 support blood began to leak from the catheter. No attempts were made to resolve the issue. The device remained in the patient and was wrapped in clean gauze. Data log analysis was not necessary for this complaint. The cause of the hole in catheter was use related. Added- d9 device return date d4-updated model number.